Event description:
After intubation with double lumen endobronchial tubes, 3 foreign body fragments were observed in the upper airway. It was reported there were 3 pieces of what appeared to be blue plastic, approximately 1-2 millimeters in size in the upper airway that were able to be retrieved. The suspected broken et tube was replaced with a new one, and the new one worked without issue.